Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported an 85-year-old male on impella cp for mechanical circulatory support. It was reported that following the impella cp implant, the patient had an access site bleed. It was noted that the patient experienced a possible femoral bleed due to sitting up and flexing their right leg. An echocardiogram (echo) was completed, it was reported that patient was do not resuscitate (dnr) and all actions were stopped.